Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator got stuck when doing the third burr hole and when taking out the perforator, the spring popped out. The procedure was completed with a replacement product available. The event led to 5 minutes surgical delay.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - no anomalies identified. Failure analysis - the tested unit was mildly soiled and disassembled. No spring and pin were found. After rewelding with a new sleeve and also the new spring, unit successfully passed the spring test and functioned as designed. Unit successfully drilled 5 holes and functioned as designed. Root cause - after rewelding with a new sleeve and also the new spring, the unit successfully passed the spring test and functioned as designed. A potential contributor to the reported event may have been related to the perforator's positioned angle/pressure application during use.

Event description:
N/a.